Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery and right popliteal artery. On (B)(6) 2016 a 5x100mm supra stent was implanted. On (B)(6) 2017, the patient presented with intense pain and was submitted to a doppler. The exam confirmed an occlusion in the supera stent. A graft was implanted as treatment, but with no favorable results. The patients lower limb had to be amputated. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of occlusion and pain are listed in supera peripheral stent systems, instructions for use, as known patient effects of the stenting procedures. A review of the lot history record and complaint history of the reported device could not be conducted since the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.